Manufacturer narrative:
The synergy xd mr us 4.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found that the struts in both the proximal and distal ends were found to be lifted from their crimped position. The stent was found to be moved proximally along the balloon material. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.014 test guidewire loaded successfully. No issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. After a 6f non-boston scientific guide catheter was placed, a 4.00 x 16mm synergy xd drug-eluting stent was introduced but there was difficulty advancing, even with the haemostatic valve fully open. When the delivery system was removed, the stent remained floating in the artery. The entire delivery system, wire and guide were all removed but the stent remained in the patient. The procedure was completed with a different device. There were no patient complications. It was further reported that there were two synergy xd stents involved in the procedure and that the 4.00 x 16mm stent did not become dislodged. The 4.00 x 16mm stent could not advance and the stent became damaged. The 4.00 x 24mm synergy xd stent dislodged inside the patient and was crushed against the vessel wall with another stent. The patient was doing well post-procedure.

Manufacturer narrative:
B5 describe event or problem, h6 patient codes, and h6 device codes: corrected.

Event description:
It was reported that stent dislodgment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. After a 6f non-boston scientific guide catheter was placed, a 4.00 x 16mm synergy xd drug-eluting stent was introduced but there was difficulty advancing, even with the haemostatic valve fully open. When the delivery system was removed, the stent remained floating in the artery. The entire delivery system, wire and guide were all removed but the stent remained in the patient. The procedure was completed with a different device. There were no patient complications. It was further reported that there were two synergy xd stents involved in the procedure and that the 4.00 x 16mm stent did not become dislodged. The 4.00 x 16mm stent could not advance and the stent became damaged. The 4.00 x 24mm synergy xd stent dislodged inside the patient and was crushed against the vessel wall with another stent. The patient was doing well post-procedure.

Event description:
It was reported that stent dislodgment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. After a 6f non-boston scientific guide catheter was placed, a 4.00 x 16mm synergy xd drug-eluting stent was introduced but there was difficulty advancing, even with the haemostatic valve fully open. When the delivery system was removed, the stent remained floating in the artery. The entire delivery system, wire and guide were all removed but the stent remained in the patient. The procedure was completed with a different device. There were no patient complications.